Event description:
It was reported that the user experienced hyperglycemia while the pump displayed high readings, and troubleshooting determined the pump was in ilet setup; the user completed the ilet setup with assistance and insulin delivery resumed, with glucose around 350 mg/dl and trending down, and the medical device problem and device component information were insufficient to characterize a specific device malfunction. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding the device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.